Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an error message "replaced sensor" occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. The patient experienced an error received on the receiver showing "replace sensor." The episode occurred 5 days after the sensor had been inserted in the thigh. On (B)(6) 2024 at 6am, the receiver was reading low, and the patient checked the blood glucose which was also showing low (bg was not specified). Then, the receiver said, "replace sensor." It was not documented whether the patient self-treated the hypoglycemia but 30 minutes later, the patient felt shaky, sweaty, and had headache, so she drove to the hospital. Upon arrival, the bg checked by the nurse showed 275 mg/dl. The patient was treated with an unknown IV and at 11:30 am, the bg was checked and showed 175 mg/dl. Once the patient was stable enough, approximately around noon, she was discharged. At the time of the report on the same day, the patient was in normal condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024.

Manufacturer narrative:
(B)(4).